Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the horizontal stripes in the image were caused by a component failure of the electronical component. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 complete address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had horizontal stripes in its image. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.